Manufacturer narrative:
Per the report, the device was used in an off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedure related factors (perforation during testing of the pacing over the wire) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent tmvr in the native mitral position case with a 29mm sapien 3 ultra resilia valve. As reported, this was a mitral annular calcification case. The 29mm s3ur valve was implanted successfully. Then echo showed increasing pericardial effusion. Angio showed what looked to be a lv wire perf (the wire used was not manufactured by edward's). The delivery system wasn't believed to be the wire at the time of the perforation, however they do not know if it was. There were no allegations of any edwards device failures were made. It was thought that the wire perf happened when they were testing the pacing over the wire. Initially the lv perf was treated with a pericardiocentesis. Surgery evaluated but nothing further was done. The patient was not alive at the end of the procedure. The family did not want to proceed when they heard what the surgical team had to say about further treatment.